Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the battery is only lasting for approximately 30 minutes. The device was not changed out, as they changed the configuration and used another network interface card (nic) board. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Maintenance does not comply to manufacturer's recommendations. The reported complaint was confirmed. The manufacturer's subsidiary stated that this is the first time the batteries are being replaced even though the unit is five years old and the operator's manual states the batteries need to be replaced every two years. Diligence attempts for script questions were unsuccessful. No logs were returned for analysis. The hospital is holding on to the batteries for audit matters. No additional action will be taken at this time.